Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
A2: the majority of patients were over or equal to 63 years of age. A3: the majority of patients were male. D4: unique device identifier (UDI): in the absence of reported part number, UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. It should be noted that the reported patient effect of death is listed in the bioresorbable vascular scaffold system, absorb, instructions for use, as a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The majority of patients were over or equal to 63 years of age. The majority of patients were male. Dates of death, event, and implant: estimated. The device was implanted and will not return for analysis. Investigation is not complete. A follow-up report will be submitted with all relevant information. The additional patient effects and the xience stent referenced are being filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying the absorb scaffold and xience stent may be related to target vessel myocardial infarction, device thrombosis, cardiac death, death, ischemia-driven target lesion revascularization, and restenosis specific patient information is documented as unknown. Details provided in the attached article titled: "2-year outcomes with the absorb bioresorbable scaffold for treatment of coronary artery disease: a systematic review and meta-analysis of seven randomised trials with an individual patient data substudy.¿